Event description:
Health care professional reported left side rupture and left side exchange from textured to smooth due to the patient concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Event description:
Health care professional reported left side rupture and left side exchange from textured to smooth due to the patient concern with the product. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on anterior, and brown particles on the shell. A microscopic analysis was performed which identified: a sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.